Event description:
Used ptca balloon during ptca procedure. M.d. Attempted to exchange balloon for a perfusion balloon, using magnet exchange device over .014 entre wire (ploppy) wire position was lost as balloon "caught" on wire and pulled entire system out of lad. Unable to recross lad lesion; pt. Sent to o.r. For urgent CABG.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.